Manufacturer narrative:
Report confirmed. Evaluation determined that the foot is damaged. The likely cause of failure could not be determined. It was also noted color band and laser markings are faded. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with problem not reported. No patient impact was reported. Repair request escalated to a product event due to evaluation finding of broken foot. On follow-up it was reported that there was no patient involvement.